Event description:
The following information was reported to gore: on (B)(6) 2014, the patient underwent endovascular treatment of a thoracic aneurysm using conformable gore® tag®thoracic endoprosthesis. The first ctag (tgu454520j/13122198) was implanted distally and the second ctag (tgu454520j/13071717) was implanted proximally (from zone 3). On (B)(6) 2016, the total arch replacement was performed to treat a proximal type I endoleak. Event detail is unknown (captured in (B)(4)). On unknown date in december 2021, postoperative follow-up examination confirmed no aneurysm enlargement. On (B)(6) 2022, the patient underwent an emergency endovascular treatment for a ruptured aneurysm due to a distal type I endoleak. A gore® dryseal flex introducer sheath (dsf2433/lot unknown) could not be delivered through the patient, so that the sheath was removed. Without using the sheath, another manufacturer's stent graft was used as placement to complete the procedure. Reportedly that the rapid aneurysm expansion led to the rupture, but the cause is unknown. Additional information was asked but unavailable as the physician did not provide the reason for the delivery difficulty of the sheath. Since this was an emergency procedure, there was no information obtained regarding the patient¿s access vessel anatomy.

Manufacturer narrative:
According to the conformable gore® tag®thoracic endoprosthesis instructions for use (IFU), complications associated with use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak, aortic expansion, aortic rupture, and reoperation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.